Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft and the guidewire lumen were checked for any damage or blockage. No damage was noticed on the shaft. A .035 amplataz test guidewire was inserted into the guidewire lumen and the wire transcended into the device with no hesitations or restrictions. Inspection of the remainder of the device presented no other damage or irregularities. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that removal difficulty and entrapment occurred. An imager ii angiographic catheter and a zip guide wire were selected and advance to the target lesion. It was noted that the guide wire was moist and the catheter was flushed. During the procedure, the physician noticed that the guide wire was sticking within the catheter and the catheter had withdrawal difficulties. The catheter and guide wire were removed together. The procedure was completed with a different device. No patient complications were reported and the patients condition is fine.